Event description:
During a routine hemodialysis treatment, the operator experienced multiple air alarms, the treatment was ended and it is unk if blood was rinsed back. Another cartridge was set-up and again multiple alarms occurred including a blood leak alarm; the treatment was ended without rinseback of the pt's blood. The next morning, the pt had persistant hiccups and felt nauseous. Blood work was done and showed a decrease in hb from prior testing. Hb on (B)(6) 2012 was 13.7 and on (B)(6) 2012 was 10.6 g/dl. Pt advised by clinic nurse to go to ed. Labwork at ed (B)(6) 2012 22:33 hb 10.2, k3.4, wbc 11.6, - sample grossly hemolyzed, total bilirubin 2.0, haptoglobin 50. Pt evaluated and returned home that evening. On (B)(6) 2012 21:00 labwork following a dialysis treatment k2.9, hb9.4. On (B)(6) 2012, hb 8.6, k3.3, haptoglobin 84. On (B)(6)2012, hb 9.3, k4.0, total bilirubin 0.6, direct coombs - negative. Epogen started at 10,000 units/week on (B)(6) 2012. No other medical intervention provided.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.